Manufacturer narrative:
The pump and catheter were returned. Analysis found pump/motor/gear train anomaly/stall due to gear wheel 3. Pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication on the pump. Analysis found on the catheter/catheter body/damage to transition tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was scheduled for a pump replacement on (B)(6) 2020 which was cancelled and the company representative (rep) called and told the patient there was a shortage of pumps, but she would be able to have the pump replacement. The patient asked for rep contact information and for the serial number of her last pump. It was also reported the patient had the last pump for three and a half years and the pump stalled (as previously reported) and ¿threw her into detox¿ so they had to remove the pump. No further complications were reported.

Manufacturer narrative:
H6. Patient code: c76143 was updated to c50526. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that motor stall occurred. No environmental/external/patient factors that may have led or contributed to the issue. The rep pulled logs for diagnostics/troubleshooting. Patient wanted the pump removed. The explant was to occur tomorrow. At the time of this report, the issue had not been resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that pump was to be explanted today. The rep would return it. The stalls had not resolved. No further complications were reported.